Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure, the shaft of the thoracic grasper instrument bent, causing damage to the casing and the endowrist to break. It is unknown whether shavings from the instrument broke off and fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the customer reported failure mode. The grip cable was found broken at the endowrist. The main tube insulation appears to have scratches and gouge marks. Engineering concluded that the damage to the instrument was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.